Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer passed away. She stated that he was involved in single vehicle accident and that she was sure it was due to a hypoglycemic event. She stated that his blood glucose was affected by his stress level. She stated that the morning of the event, the lawn mower had broken and that he was at work delivering pizzas. She stated that he was found 35 minutes away from where he was supposed to be. The last recorded blood glucose and the blood glucose reading at the time of death were not known. She stated that she submitted a request for an autopsy report. He was wearing the insulin pump at the time of his passing. Nothing further was reported.